Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right distal superficial femoral artery. Atherectomy was performed and the lesion was ballooned to 6mm. A 5.5x150mm supera stent was partially deployed within the outer sheath of the supera and vessel wall. There was resistance met while deploying due to the sheath. The physician had not realized at this point that the stent was partially deployed as the system was being removed. Once removed it was noted that the catheter tip was separated remaining within the stent which was partially within the sheath, and partially apposed to the vessel wall. The supera stent was later then explanted in the operation room that day. The patient is doing fine. There was no adverse patient sequela. No additional information was reported.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment could not be confirmed as the stent was returned fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. The tip separation likely occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced clearance. The surgical procedure, removal of foreign body and hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.